Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) had intermittent display issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit displayed intermittent display issue.

Manufacturer narrative:
A getinge field service engineer (fse) arrived at agiliti the device was working correctly. Opened up the monitor and check connections. No problem found. Performed full functional and safety tests .right after he closed this so he saw the display issue. He seen this problem before so he ordered a video cable and returned to replace it. Returned device and cleared for clinical use. There was no patient involvement. The replaced components were received for further investigation. The failure analysis and testing dept. Received part number 0012-00-1747 rev. A, serial number (B)(6), with a reported unit failure of bad display signal. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture serial number and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cs300 service manual part number 0070-00-0689 rev w. Tested for 30 minutes with no issues found. Fat could not verify the reported issue. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.